Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient entered a period of ventricular fibrillation, which the physician attributed to the wire in the left ventricle. The issue was resolved through defibrillation, and the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was related to patient condition and the guidewire used during the percutaneous intervention (pci) procedure. This report is being filed as part of a retrospective review of historical records.